Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood in a timely manner following an unrecoverable alarm as instructed in the user's guide. The exact cause of the reported alarm could not be determined. The user's guide provides adequate instructions for troubleshooting system alarms. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss, if device labeling instructions are followed. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.